Event description:
79 year old post aaa repair, patient began bleeding, consults were called with ent, pulmonary. Pulmonary advised that the swan-ganz catheter had perforated the pulmonary artery. This is a known complication of swan usage. The patient was seen by vascular radiology then eventually taken to surgery. The patient expired. The catheter was left in the patient in anticipation of autopsy. The family subsequently declined and the decease was sent to the undertaker with the line to be disposed of. No problems were identified with the swan-ganz catheter while in use or afterward. No user error was identifieddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.